Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced high blood glucose level. Customer's blood glucose went up to 500 mg/dl. Customer gave a bolus and it came down to 470 mg/dl. The covid test of customer was negative, but customer was feeling bad and vomiting at the time. Current blood glucose level of customer was 199 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The bolus wizard of customer was off. The insulin pump will not be returned for analysis.